Event description:
It was reported that the physician (B)(6) was performing an arthroscopic procedure using the speedscrew knotless implant. Upon tensioning the suture, the internal wire of the device broke. Another speedscrew knotless implant was used and again, upon tensioning the suture, the internal wire broke. There was a surgical delay of 20-30 minutes. The procedure was completed arthroscopically. No pt complications were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer report: 9019871-2012-00258. As a result of foreign confidentiality requirements, no pt information was available.